Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider (hcp) for a clinical study reported the patient experienced a ¿recurrent¿ urinary tract infection. Medications were administered, noting nitrofurantoin at 100 mg capsule by mouth twice daily from (B)(6) 2016 through (B)(6) 2016. The issue resolved without sequelae on (B)(6) 2016. Uti was not listed on the medical history form and this was the only uti event since implant. The site indicated that this event was not related to the device or therapy, but no cause was given. Cause remained unknown. If any additional information is received, a supplemental MDR will be sent.

Manufacturer narrative:
Correction: review of this MDR and/or additional information received shows the event was not related to the patient¿s device, therapy, or implant procedure. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. No additional information will be sent on this event.

Event description:
Additional information received from the hcp for a clinical study, via a manufacturing representative, reported the event was not related to the device or therapy. The cause of the uti was noted to be the underlying urinary dysfunction.